Event description:
In 2004, the therapy patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was at home and begun receiving intermittent "power limit advisory" alarms as well as complaining of squeaking noise coming from the pump. The patient has a history of uncontrolled hypertension with sbp in the 140's, with pump rates of 55-60bpm. The vad coordinator advised the patient to come into hospital. Upon arrival, the patient's vent filter did not have a large amount of black dust, but was changed out. The patient was noted to have been suing talc for the past few days and was advised to stop. The system controller continued to alarm and a red heart alarm was noted, so the controller was changed out as well. The manufacturer received a follow-up call from the vad coordinator later that evening reporting that the patient was now having constant "power limit advisory" alarms. The manufacturer recommended again to agressively treat the patient's hypertension as it was probably contributing to the alarm condition. Also explained the possibility of the device failing and reviewed pneumatic back up recommendations and use of anticoagulation. The patient remains stable and on lvad support.